Manufacturer narrative:
The manufacturing facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Surgical nurse reports observing an inverted septum when attempting to access it with a blunt cannula during patient use. To rectify the condition, the staff changed the solution set. No patient injury or medical intervention reported.